Manufacturer narrative:
Patient information is unknown. Date of event: unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. (B)(6). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports: it was reported that on an unknown date, during an unknown procedure, the insertion handle did not align as it should and did not give the right measure. Another device was used to complete the procedure. It was unknown if there was a surgical delay. Patient outcome is unknown. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. DHR review was completed. Part: 03.010.045 , lot: 3427129 , manufacturing site: haegendorf , release to warehouse date: 27.apr.2010 . The device history record shows this lot of (B)(4) pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Customer quality conducted an investigation of the returned device. Investigation flow: device interaction/functional visual inspection: the complaint device was received at us customer quality (cq) with signs of moderate wear, including wear marks in the grooves and nicks/scratches on numerous surfaces of the device. These observations are not relevant to the complaint condition. No bends or damage that would contribute to the reported complaint condition was observed. Functional test: only the complaint device was received without the mating devices involved in the event so replication of the reported complaint condition of misalignment was not possible at cq. DHR review: the complaint device was manufactured in april 2010 and is over 8 years old. The device history record shows this lot of 12 pieces was processed through the normal manufacturing and inspection operations with no rework or nonconformities noted. This lot met all dimensional, visual and functional criteria at the time of release with no issues documented during the manufacturing process. Review of the device history record showed that there were no issues during the manufacture of this product which would contribute to this complaint condition. Document/specification review: the following documents were reviewed as part of this investigation: design drawing: insertion handle, standard the changes made between manufactured revision and current revision are not relevant to the complaint condition of misalignment as they are related to a change in the device's laser etch specifications. The 03.010.045 standard insertion handle is a reusable instrument routinely used during the insertion of femoral and tibial nails including in the titanium cannulated retrograde/antegrade femoral nail system and the suprapatellar instrumentation for titanium cannulated tibial nails system among others. No product design issues or discrepancies were observed during this investigation. Dimensional inspection: per drawing, the specification for the ID of the 120° antegrade locking screw hole is ø12 mm +0.036 mm/-0 mm. When measured with a gage pin, the ID was found to be ø12.00 mm. This is within the design specification. Per drawing, the specification for the distal portion of the ID of the hole that connects to nails is ø8.2 mm +0/-0.05 mm. When measured with a gage pin, the ID was found to be ø8.15 mm. This is within the design specification. Per drawing, the specification for the overall height of the insertion handle is 74 mm +/-0.3 mm. When measured with a calipers, the height was found to be 73.96 mm. This is within the design specification. Conclusion: a visual inspection, dimensional inspection and document/specification review were performed as part of this investigation. The reported condition of misalignment was not able to be confirmed. As the device has been in use for over 8 years, it can be determined that the scratches and nicks are the result of post-manufacture damage. It can be determined that the scratches and nicks would have no contribution to the reported complaint condition. No product design or manufacturing issues were observed during this investigation. Based upon these results, no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that after an unknown procedure on an unknown date, while going through the sterilization process, it was noted that the standard insertion handle did not align as it should and did not provide the correct measurement. No patient involvement.